Manufacturer narrative:
(B)(4). Batch #: u5av97. Investigation summary: the analysis results showed that one ecr45b reload was received. The reload was received damaged and unfired. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the damaged to the reload was due to an improper handling of the reload. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during the vats left upper lobe resection surgery, could not fire when severing lung tissue on the 2nd firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.